Event description:
Patient was implanted with a dural patch as part of surgery approximately 18 months ago. During a subsequent surgery it was noted that there was a tremendous amount of scar formed around the patch. This may be a reaction to the patch material.